Event description:
It was reported to boston scientific corp that an advantage sling system was used during a trans vaginal sling procedure performed in 2008. According to the complainant, three hours after placement, the pt experienced vaginal bleeding and severe pain in the right side. A hematoma 9 cm x 9 cm was seen on a CT (computed tomography) scan. Angiogram was normal. No additional surgery was required. Physician performed vaginal packing and the bleeding stopped. Pt was stable but was diagnosed with symptomatic anemia (iron deficiency) and received one unit of prbcs (packed red blood cells) for symptoms. Pt experienced dizziness, but wanted to go home as soon as possible. There were no further pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good, no pain, continent, and doing well".

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and exp date cannot be determined. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.